Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The device was expected to administer 1 gm of magnesium suflate (mgso4) in 50 cc premixed bag over 1 hour through secondary. After about 13 ¿ 18 minutes, the mgso4 50 cc was almost empty with about 5 cc left in the bag. Normal saline was running in the primary. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.